Manufacturer narrative:
Additional devices implanted and/or related to this event: pxl161407/11164216 - (B)(4) and pxc121400/11490307- (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Event description:
It was reported that the product was too warm during use and the surgeon got thermal damage on his hand. On follow-up, it was reported that the surgeon is fine and there was no additional/non-routine actions required as a result of the event. It was also confirmed that there was a burning smell on the device and there was no surgical procedure involved with the event because the device was used for a training course on an egg. There was no patient involved in this event.

Manufacturer narrative:
For em200 (B)(4)- report confirmed. The device was tested and the temperature rise was measured to be 103°f. The likely cause was identified as inadequate preventative maintenance. It was also noted that the lower motor bearing was noisy and some debris was found inside the motor. It was also noted that there was burn marks on the brake closure and spring and this could be caused by the attachment not properly mounted to the motor. Concomitant products: for ava10 (B)(4)- report confirmed. The device was tested and the temperature was measured to be 119°f. The likely cause was identified as due to inadequate preventative maintenance (c63318). For ava10 (B)(4)- report confirmed. The device was tested and the temperature was measured to be 123°f. The likely cause was identified as inadequate preventive maintenance (c63318). For ava10 (B)(4)- report not confirmed. Evaluation could not reproduce the reported malfunction as the temperature was within specification at 106°f. However, it was noted that the input and output drive shaft were worn (c62906) and there was internal corrosion (c63263). This finding may have contributed to the user¿s experience. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.